Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient reported blood glucose results of 32.1 mmol/l and 7.6 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported because the reported results did not meet precision criteria of lifescan and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up (5/6/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/25/2013 and 6/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.